Event description:
Pt had ventral hernia repair with veritas collagen matrix used to reinforce repair in 2008. Pt has a history of cancer, colostomy. Pt returned to hospital with possible re-herniation on the following month. The surgeon found that the veritas tissue had pulled away from the sutures on one side of the implant with other side remaining intact. Middle portion of half of the veritas was disrupted. The surgeon left the remaining half of the veritas patch in place and placed a vicro mesh on top for support.

Manufacturer narrative:
Device has not been analyzed as yet, due to lack of pertinent info from surgeon. As soon as info and analysis is available, a supplement will be filed.